Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during follow up check up patient experienced loss of integration after loading. The patient had discomfort, implant was removed.